Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by submerging the bag underwater under pressure, and a pin hole was identified in both sides of the bag that appeared to be due to a needle piercing the bag. The bag leaked due to the hole. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia empty container leaked from a tear in the seam near the ports. This occurred after compounding. There was no patient involvement. No additional information is available.